Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found there was no image. Based on the results of the investigation, the probable root cause was component failure, the charged coupled device was faulty. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed there was no image. There were no reports of patient involvement.